Manufacturer narrative:
Method: actual device not evaluated. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the exact device identity (model number, serial number, pmi #) remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article: "cracking the ring of edwards perimount bioprosthesis with ultrahigh pressure balloons prior to transcatheter valve in valve implantation" conclusion: "with this novel technique of cracking the external band of a carpentier edwards bioprosthesis, three consecutive patients were treated successfully. All patients had peak systolic pressure gradients less than 20mmhg after the intervention which has been shown to be beneficial to avoid early re-intervention." Summary: through this article, edwards learned that a 19mm surgical valve had a transcatheter valve implanted (valve-in-valve) due to pulmonary stenosis; the implant duration of the surgical valve is unknown. Per the article, the patient underwent cardiac catheterization for percutaneous pulmonary valve implantation (ppvi). Balloon sizing revealed an inner valve diameter of 17 mm. The stenotic 19 mm carpentier edwards valve was dilated with ultra high pressure balloon which resulted in a fracture of the valve ring. This was then amenable to diameter expansion, allowing percutaneous pulmonary valve implantation (inner valve diameter augmentation from 17 to 22 mm).